Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle stopper was loose and customer couldn't excrete drug.

Event description:
It was reported that during use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle stopper was loose and customer couldn't excrete drug.

Manufacturer narrative:
Investigation: "on 04mar2019, holdrege received (8) 0.3ml, 30g, 8mm from batch #8085609. Samples decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual evaluation of the syringes found one sample with barrel damage. The barrel had material removed from the 10 units graduation mark down to the beginning of the tip and covering roughly 180 degrees of the surface. There was no damage to the tip of the barrel where the hub is attached. Under microscope the damage appeared as a shear that started at the 10 units mark and went down to the barrel tip. Also noted that the print for the 5 units mark was on top of the damage indicating the damaged occurred before printing. The plunger rod was exercised and only a slight catch on the edge of the damage could be felt. Probable root cause of the damage was from the transfer dial on the printer. A gap formed in the rail that routes the barrels to the transfer dial in the printer due to equipment vibrations. When the gap forms the air that pushes the barrels into the dial lifted the barrels up allowing them to get caught in the dial, shearing part of the barrel. The damage was low enough on the barrel that it was able to still transfer to the dial and on to the carousel for printing. The damaged barrel would have continued through assembly without issue due to the lack of damage to the tip and the function of the plunger rod. Proper alignment and preventative maintenance can avert further occurrences. CAPA pr162566 was opened 25oct2017 and implemented on 19apr2018 to address printing defects and addressed gaps in the preventative maintenance schedule and training." A review of the device history record was completed for batch # 8085609 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint.